Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of the 6f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. A non-cordis sheath introducer was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation. One non-sterile exoseal vascular closure device, 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, resulting in the successful indicator wire retraction and the expected plug deployment. Additionally, the indicator window changed to the black, white and red position, as expected. A high magnification evaluation was performed to assess the indicator wire. During this analysis, no abnormal conditions or damages were observed to be present on the indicator wire body. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device. There were no damages noted to the loop during the visual inspection. The functional analysis was conducted and the successful deployment of the device was achieved. No anomalies were noted to the internal mechanism of the device. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Vessel tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of the 6f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. A non-cordis sheath introducer was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual compression. The device will be returned for evaluation.